Event description:
The reporter stated that the patient experienced a blood glucose level of 545 mg/dl; the patient was reportedly treated with a correction via the pump. During troubleshooting the reporter checked the cartridge and saw that there was no insulin left in the cartridge and the cartridge compartment was wet. The reporter confirmed that there was no visible damage to the cartridge and the cartridge looked normal except for air bubbles and being wet. The reporter reviewed the cartridge filling technique and confirmed that the cartridges were cycled correctly and filled using room temperature insulin removing any air bubbles prior to use. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of a leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has not been returned for investigation. A retain cartridge sample from lot # b201698 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed.